Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased calcium results generated on the architect analyzer on two patients. Results provided: (B)(6) 2019 sid (B)(6) = 1.00 / 2.44 mmol/l; (B)(6) 2019 sid (B)(6) 1.08 / 2.31 mmol/l. Reference range: (2.10-2.55 mmol/l). No impact to patient management reported.

Manufacturer narrative:
The abbott field service engineer replaced the architect vacuum pump which resolved the issue. A review of architect (B)(4) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the vacuum pump was replaced. A review of the architect c16000 platform found all erratic results were below the upper control limit. A review of historical data for the architect vacuum pump associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4), or the architect vacuum pump.